Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 147 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no up button response, due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.